Event description:
A report was received that the patient will undergo a pocket revision procedure due to to the ipg being too deep.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. The ipg was repositioned from the lower right buttock to the upper right buttock. The patient is reportedly doing well.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to to the ipg being too deep.